Event description:
It was reported that patient underwent a labral repair (B)(6) 2011. During the procedure, the surgeon implanted a suture anchor. As the surgeon was using a competitor's knot pusher to push down the second knot, the suture broke. The anchor of the suture anchor remains implanted. A competitor's product was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states,"bending or fracture of the implant". The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted april 18, 2011.